Event description:
Attempted to implant a lens but the haptic was getting caught in the cartridge prior to being inserted. There was no pt contact. The facility stated it was unk if the haptic was damaged or why it happened. The facility was unable to provide the model and lot numbers of the injector and cartridge used.